Event description:
Bdmax used for procedure in invasive heart lab. When sterile IV tubing was connected to 3 port manifold, the luerlock did not thread correctly and leaked. Despite the numerous time it was repositioned and threaded, it would not quit leaking fluid. Tubing replaced with a second set without further issues. No known harm to patient, delay in procedure. Please see that this is the 4th event, 3rd report on the same product in 2 days. See 2022-8109 and 2022-8110. Manufacturer response for set, administration, intravascular, maxguard (per site reporter). Will obtain.